Manufacturer narrative:
One 4.5 flexible endoscopic cannulated drill bit, used for treatment, was returned for evaluation. Visual assessment of the drill confirmed the reported complaint of breakage. The drill head has broken off at the pulse marks on the laser cut section of the shaft. No material voids are present at the break area. The drills primary cutting edges are dull and heavily burred. The condition of the device indicates it was likely dull prior to this event. Per the device IFU: "use of drills that have worn or dull tips can result in breakage". There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during an acl reconstruction, while the surgeon was starting to drill the femoral tunnel the device broke. All pieces were removed from the patient with graspers and shaver. There was no backup device available, but the procedure was completed with a conventional reaming system. No significant delay or patient injury was reported.

Event description:
It was reported that, during an acl reconstruction, while the surgeon was starting to drill the femoral tunnel the device broke. All pieces were removed from the patient with graspers. There was no backup device available, but the procedure was completed with a conventional reaming system. No significant delay or patient injury was reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an acl reconstruction, while the surgeon was starting to drill the femoral tunnel the device broke. All pieces were removed from within the patient with graspers. There was no backup device available. No significant delay or patient injury was reported.